Event description:
The patient reports severe pain since the procedure was performed. Also, the patient continues to have bleeding and intermittent cold sweats. The hcp prescribed oral meds; the patient was admitted to the hospital for retention.

Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 2 unreported serious injury events for model 1900tu for the above time period (product code gei). (See the attached summary report for a listing of the event).